Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the night before last, they were charging their implant and got to 80%. Patient said as of this morning, the implant was already down to 40%. Patient stated they normally can go longer without having to recharge the implant. Agent asked, patient said they had not made any changes to their settings and did not have access to increase/decrease intensity. Patient mentioned that they do not increase or decrease the group settings ever since they were first implanted because they never feel any buzzing. Agent reviewed that the charge depletion was based on therapy and usage, and redirected to healthcare provider/representative. Agent reviewed role of manufacturer representative (rep), as patient asked who their rep was.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.